Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that he had issues with three sensors. He stated in the middle of the night his sensor glucose will fall and start getting calibration errors. Troubleshooting was performed. Alarms verified in the history. Alarm did not occur after performing a find lost sensor or result of fist calibration attempt after imitation. It was determined customer does calibrate at the appropriate time. Carelink data was reviewed and it was determined customers ising value dropped suddenly in the middle of the night. Customer was advised to change the site. No further information reported.